Manufacturer narrative:
A ge rep evaluated the system and performed the ma limit calibration. System operates as intended.

Event description:
Customer reported, the system dosage output was above 20r. No pt injury was reported.